Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the sales representative was told by the surgeon that the surgeon had stopped using the device since it had not been working. The device would not fire when tried by the surgeon. The sales representative used her own battery and was able to achieve two firings. The rep stated that the lights were coming on. The device was not used in the patient for this case. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.